Event description:
It was reported that cgm displayed malfunction error and prevented normal sensor use. There was no reported adverse impact to the customer. Customer contacted support, received instructions for complete pump reset, completed reset with guidance from technical support, did not experience recurring cgm error afterward, and successfully started new sensor session.